Manufacturer narrative:
Following a most recent FDA inspection, this incident is being retrospectively reported. No evaluation performed as devices have not been returned to the manufacturer. Following a review of the device history record for lot 64390 (manufactured november 2012). It was found that all manufacture and assembly operations were completed according to specified requirements and the devices satisfactorily completed 100% final inspection. All devices from this batch (B)(4) have been sold to one customer only on december 2012. No other complaints have been received for this batch. The distributor has confirmed that the issue may have been caused due to misuse (email evidence available). The distributor has confirmed that there was no patient harm or death.

Event description:
A distributor reported a complaint to surgical innovations. The complaint details state, during a laparoscopic appendectomy surgery, a doctor found a break on top of the cannula (2 devices affected) after 30 minutes of the surgery. No patient harm or injury has been reported. A x-ray and CT scan were carried out to locate the missing piece however no piece was found. The distributor has confirmed that there was no patient harm or death.